Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number for the fellow eye. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he was noticing halos at night with the right eye when looking at lights. He has also been seeing long streaks of lights at night when looking at headlights, street lights, and stop lights. The consumer reported he had a history of dry eyes, hypertension, hypercholesterolemia and anemia (pre-existing). At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.